Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer control board issue. A field service engineer replaced the drawer control board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer board failure. The customer stated that the drawer was not detected on the communication bus and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.